Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response and the contrast button was unresponsive. The patient noted that the keypad was starting to peel off from the bottom and the ok keypad button was starting to tear off and indicated that the tactile issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reported wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down' and 'ok' buttons. Multiple button presses are required before the 'up', 'down' and 'ok' buttons will engage. The 'contrast' button does not respond to button presses. Confirmed damage to the keypad-the keypad cover is torn and peeling across the 'ok' button, exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.